Event description:
Ous MDR - this lead was explanted and replaced due to oversensing and impedance issues. No adverse patient events were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 43 cm proximal to the lead tip. Only the distal lead fragment was returned and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular 8.5 cm proximal to the lead tip the insulation was rubbed through. In this region the coating of the conductor cable to the shock coil was damaged. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against a feature of the heart or another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. With regard to the issues mentioned in the complaint description, the analysis did not reveal any deviations from the technical specifications. As the proximal lead fragment was not available for analysis, no further root cause investigation was feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.